Manufacturer narrative:
(B)(4). Date sent: 11/13/2025. Additional information was requested and the following was received: 1. What were the indications for surgery? Previous ventral hernia obstruction 2. What surgical procedure was performed? Ileostomy reversal. 3. What color setting was selected on the device and what was the sequence of the firings? Blue reload glcr80b. 4. What anatomical structures was the device fired on? Ilium, small bowel 5. What device was used to create the common channel? Device was used to create common channel. 6. What was used to close the common opening? Tx60b used to close common opening. 7. Were there any issues experienced with the device in the initial surgical procedure? No evident issues during initial procedure, no leaks noted when manipulating tissue. 8. Was the device difficult to fire? Device was not difficult to fire. 9. How were the post-operative issues identified? Patient presented w fever, cat scan showed visible staples at anastomosis. 10. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No issues noted with staple formation during procedure, staple line completely dehisced less than 1 week post op which required re-admit to hospital for anastomosis revision surgery. These are the responses from dr. This was not his first use of new glc stapler, had used approximately 10 times with no issues.

Manufacturer narrative:
(B)(4). Date sent 10/1/2025 d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during ileostomy reversal procedure on (B)(6), patient brought back over weekend with staple line complete dehiscence.